Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle came loose from the line, detaching and leaking fluid onto the floor. The following information was provided by the initial reporter, translated from dutch: "I have tested myself with the infusion line and the blue 22ga needle, in doing so the line does indeed detach from the nexiva (coupling between infusion line & q-syte). Did the defect lead to a leak? Yes, after the line detaches, the fluid leaks onto the floor instead of into the patient. Did the defect affect any patient? Gives stagnation of treatment. What medications were administered with the products? Syntocinon (contraction inducer)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle came loose from the line, detaching and leaking fluid onto the floor. The following information was provided by the initial reporter, translated from dutch: "I have tested myself with the infusion line and the blue 22ga needle, in doing so the line does indeed detach from the nexiva (coupling between infusion line & q-syte). Did the defect lead to a leak? Yes, after the line detaches, the fluid leaks onto the floor instead of into the patient did the defect affect any patient? Gives stagnation of treatment - what medications were administered with the products? Syntocinon (contraction inducer)".

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.